Manufacturer narrative:
Device used for treatment, not diagnosis. ID# (B)(6). Date of device breakage is not known. (B)(4). Hospital telephone: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4). Manufacturing date: 06 july 2015, expiry date: 01.june 2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 213.050.999 lot 7991676 was manufactured in us, (B)(4). Manufacturing location: (B)(4). Move to blank storage: 01-may-2015. Part # 213.050.999, lot no: 7991676 - 3.6mm screw blank 50mm 03.5 locking screw w/2.5mm hex, (non-sterile). Qty: 960. Components: part 11139, lot no: 7548729, raw material received from supplier (B)(4). Certificate of test for stainless steel received from (B)(4) meet specification. Raw material receiving/putaway checklist meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a derotation varisation hip osteotomy (dvo) was performed on (B)(6) 2017. Post-operative was detected in the radiograph that the plate had broken. As a result a proximal femur resection was performed on (B)(6) 2017. The patient needed additional hospitalization for 7 days due to the performed revision surgery. The performed revision surgery was successful. This complaint involves 3 parts. The concomitant material is received, part and lot number located. 2x 213.050s / 9536383 lockscr ø3.5, 1x 413.324 / 9062594 lockscr ø5k, 1x 247.346-us / 9926366 lcp 2 str 6ho, 1x 213.020 / 9608785 lockscr ø3.5, 1x 213.020s / l287488 lockscr ø3.5. Update (B)(6) 2017 in agreement with the investigator: according to the x-ray pictures, it was found that the 2x lockscr ø3.5 are backed out, and the plate lcp paed-hippl 3.5 140° straig w/19 l70 is not broken. Concomitant parts: 1x 204.820s/ 9926368 cortex screw, 1x 204.830s/ 9602594 cortex screw, 1x 213.020s / l287488 lockscr ø3.5, 1x 213.020s / 9608785 lockscr ø3.5. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: a visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. Screws (qty2) part# 213.050s / lot# 9536383 according to the enclosed x-ray pictures, it was found that the 2x lockscr ø3.5 are backed out. The 2 returned screws with allegation of back-out/pullout show wear consistent with implantation and explantation. A dimensional inspection or function test could not be performed at cq due to the post manufacturing wear (thread wear consistent with implantation and explantation exist on plate and screws). The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. No new, unique or different patient harms were identified as a result of this evaluation, unable to determine a definitive root cause. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.